Event description:
On (B)(6) 2011, customer reported that the dxc 800 instrument generated a false high co2 result on 1 patient sample. The result was not reported out of the lab. Samples were repeated on the other dxc in the lab, and only the 1 sample was discrepant. Quality control (qc) prior to the event was within lab-established ranges, and qc run after the event was high. Field service engineer (fse) examined the instrument and replaced the co2 membrane, as well as cleaned the flowcell. Fse also replaced the modular chemistry (mc) sample probe and syringe. Fse verified performance.